Event description:
Per the clinic, the patient experienced facial nerve stimulation, poor sound quality and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.